Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported 10-hours after a percutaneous nephrostomy, the ultrathane mac-loc locking loop multipurpose drainage catheter in place was found to be leaking around the hub. The patient required an additional procedure to exchange the faulty tube.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
A review of the complaint history, device history record, documentation, drawings, instructions for use (IFU) manufacturing instructions, quality control instructions, and visual inspection/dimensional verification of the returned device was conducted during the investigation. The device was returned and we are unable to test for leakage due to the state of the returned device. The original images of the returned device show that the piece of the tubing that consists of the flare was returned but it can no longer be located. All possible measurements were found to be within specifications and therefore we cannot determine whether this device is non-conforming or not. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Document review was conducted which has established that proper procedures are in place in order to identify/prevent this failure mode prior to distribution. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. Based on the information provided and the results of our investigation, a definitive root cause cannot be determined at this time, however appropriate measures have been initiated to address this failure mode. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per quality engineering risk assessment, there is no further actions required at this time.